Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the runs in question were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505318. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 identified 3 additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318. All three tickets were independently investigated, and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be completed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer is reporting a series of positive results for the realtime sars-cov-2 assay, which were either negative with other assays, or received much higher cycle number values. Customer states this issue has been observed across three of their m2000rt instruments (rta, rtb and rtd). Ticket (B)(4) was opened to address instrument serial number (B)(4). Molecular application specialist (mas) has discussed with the customer the different limits of detection (lod) between assays as one of the potential sources of these discrepancies. Likewise, it should be considered that all these assays are qualitative, and therefore no absolute significance can be extrapolated from the numerical values reported, in the cases where customer is concerned about the large difference in cycle number between assays. Customer reported the following samples run on (B)(6) 2020: positive with m2000, negative with cepheid: rta: 736780, 736820. In addition, customer is concerned about the large difference in cycle number results for the following samples: rta: 735440 (10.05 m2000 vs. 20.5-23.5 in genexpert and seegene), 735518 (9.11 m2000 vs 19.3-21.6 in genexpert and seegene). From the m2000 assay performance point of view, the assay was behaving within specifications for controls (negative, positive, internal), and the results can be considered valid. In the cases of specimens with high viral load, a delay in internal control amplification can be observed, but this is also explainable due to resource consumption by the high viral load. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.